Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The reason for replacing this product is unrelated to the field action. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was malfuntioning. A cylinder crossover was suspected on physical exam and confirmed during surgery. The left cylinder had crossed over to the right side. During the revision surgery the pump and cylinders were removed and replaced, but the original reservoir was salvaged and connected to new components. There were no patient complications.